Event description:
It was reported the patient had a left basal pleural effusion, small left basal hydropneumothorax, and left axillary vein thrombosis. Signs and symptoms included respiratory distress. X-ray, chest sonography, CT, and echocardiogram were done for diagnostics. Laboratory tests revealed elevated d-dimer. Intervention included left chest draining tube, administering furosemide, removing the catheter from the left axillary vein and placing it in the right axillary, and surgical tracheostomy. Additional x-rays showed slight disventilation of the left pulmonary base and slight thickening of the pleural wall. There was no evidence of pneumothorax in the additional x-ray. The event resulted in prolonged existing hospitalization and necessitated medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or function. All events were considered a new illness or injury and were unlikely related to the device and not related to the procedure. The event was considered resolved with sequelae of dysphonia.

Manufacturer narrative:
(B)(4).